Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and complaint system having issues with stealth. All ethernet cables on all navigation system and imaging system's need to be replaced. Registered jack (rj45) ends all were damaged. This was a hospital issue, they needed to supply the new cables. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000164, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system had to be rebooted twice with four failing spins before the issue was resolved and they could continue with the case. Patient was present. There was less than one hour of surgical delay and no impact on patient outcome.